Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found insulation abrasion exposing the outer coil at 10.1 cm to 11.0 cm from the connector pin. Abrasions are consistent with constant friction with another implantable device.

Event description:
It was reported that the atrial lead exhibited an insulation abrasion. The lead was explanted and replaced.